Event description:
The reload partially fired staples, tissue was partially separated but not completely divided. A mini-thoracotomy was performed to stop the bleeding. The same device was used to stop the bleeding at the failed staple line.